Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer experienced an elevated blood glucose (bg) level of 400mg/dl during the past occlusion alarms and a manual injection was administered to address the bg level; there was no reported adverse impact to the customer's blood glucose level for the current occlusion alarm. As the pump supplies in use during the occlusion alarms had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.